Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm noted during testing. Unable to perform excessive no delivery test due to no button response. Pump received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. No moisture damage inside pump noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 188 mg/dl. Troubleshooting was not performed. The device was returned for analysis.